Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 610 mg/dl with large ketone levels, nausea, and vomiting. It was reported that the patient was treated by emergency medical services. It was reported the pump's settings were not recently changed. It was reported the patient had lost the battery cap to the pump. There was no allegation or indication of a device malfunction. This complaint it being reported because the reported serious injury was attributed to a device use error.